Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a revision anterior cruciate ligament surgery the wheel mechanism of the flipcutter ar-1204ff (lot 22f21) failed to close the device to the neutral position resulting in the flipcutter failing to close. The surgeon used a spinal needle to clear the debris to get the flipcutter into the neutral position to remove it from the joint. During this process damage was done to the drill guide ar-1510fs-7. Pictures provided by the customer of the ar-1510fs-7 show that a part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same devices. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-1510fs-7 ratcheting drill sleeve for flipcutter serial/batch number: (B)(6) was received for investigation. Functional testing was not performed due to the broken shaft. Visual evaluation found that the shaft tip of the drill was broken off. No fragments were returned for analysis. More in-depth visual evaluation found scratches and nick on the broken tip. The root cause of the reported failure mode is undetermined; however, the observed event is most likely caused by excessive forces applied during use.